Manufacturer narrative:
The device was returned to zoll medical (B)(4) and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's display blanked out. Complainant did not indicate that there was any patient involvement in the reported malfunction.